Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The caller reported with their old ins implanted on (B)(6) 2006 they used a magnet to turn stimulation on/off and he could always tell he was turning stimulation on because he would feel a charge/shock. The caller asked if it was normal with his current ins that he would not be able to tell/feel turning stimulation on/off. Patient services confirmed therapy was working as designed and symptoms were being addressed. It was reviewed there was potential for "soft start" and the health care professional (hcp) could determine if soft start was enabled. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating they spoke to the patient on 2018-nov-08. The patient was asking if he should feel something when he turned stimulation off/on, not that he was being shocked. The patient was instructed he should feel stimulation effects and he informed the hcp he was doing fine and had no problems. He also stated when he first got dbs in 2006 they used to turn it off with a magnet.

Event description:
Additional information was received from the hcp stating they spoke to the patient on 2018-nov-08. The patient was asking if he should feel something when he turned stimulation off/on, not that he was being shocked. The patient was instructed he should feel stimulation effects and he informed the hcp he was doing fine and had no problems. He also stated when he first got dbs in 2006 they used to turn it off with a magnet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.